Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information provided: [treatment details] the patient had an inflammatory reaction similar to tape rash. [Treatment plan] none [seriousness] non-serious (moderate/minimal) [product use details] after surgery [surgeon¿s comment] ¿my guess is that it was a reaction to the tape rash.¿ [other contributing factor] the patient is a female with no allergies but with cancer. She is undergoing chemotherapy. Further details are not provided from the hp. No sample will be returned. -the surgery was laminectomy. The product was used on the back of the neck. -the patient had no history of using dermabond. -the steroid used was a prescription drug. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please request if topical steroid was prescription strength? Yes is photo available of patient reaction? No description of event, symptoms, manifestation of reaction . Please refer the event description and additional information. What was the procedure date? (B)(6)2023. What date /day post op was the reaction noted? 10/29/2023 was any surgical intervention performed? No were any cultures taken? Results? Unk please describe how was the adhesive was applied. Standard method what prep was used prior to, during or after adhesive use? Unk was a dressing placed over the incision? If so, what type of cover dressing used? No is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?detail was unk, but the patient didn't have the history of usage for dermabond is the patient hypersensitive to pressure sensitive adhesives? Detail was unk, but the patient didn't have the history of usage for dermabond was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk patient demographics: initials / ID, gender, age or date of birth; bmi female patient pre-existing medical conditions (ie. Allergies, history of reactions) cancer, under chemotherapy has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No history of usage for dermabond product lot of product used? Nk current patient status. Recovered name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeons believe it was caused by a rash on the tape. Is product available to return for analysis. Np this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laminectomy procedure on (B)(6) 2024 and topical skin adhesive was used. In the ward / ICU, a patient who was used adhesive experienced an inflammatory reaction similar to tape rash skin irritation. When the drain was replaced 2 days after surgery, the inflammation was considered to be modest and there was no problem, but the inflammation worsened and only the tape area showed a strong inflammatory reaction. After applying steroid medication, the inflammatory reaction subsided. The patient has cancer and has been undergoing chemotherapy. The patient is in the hospital. The patient was applied steroid medication and recovered within 2 or 3 days. The patient had an inflammatory reaction similar to tape rash. The product was used on the back of the neck. The steroid used was a prescription drug. Additional information has been requested.